Event description:
This complaint was opened from thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 2 of 2024 for the sapien 3 ultra and sapien 3 ultra resilia valve. Multiple events were identified to have occurred more than 1 year post-procedure. This report is for a asd defect closure due to transseptal catheterization serious injury 377 days post-implant of a 23mm edwards sapien 3 ultra valve for an 80-year-old female.

Manufacturer narrative:
During the review of the thv/tvt registry data, the event was found to have occurred outside of 12 months from the implant date. The device identification (di) number for the 23mm edwards commander transcatheter heart valve delivery system is 690103207828. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually, the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.